Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The root cause was unable to be determined. The main board was replaced as a preventative measure. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the power is turned on, a red screen and an error code appear. There was no patient involvement.